Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -10.00/3.00/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. Cause of event is unknown.